Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Device one had a broken needle in jaw and tissue matter lodged in other side of jaw. Needle was broken at suture swage. Device two had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. No relationship between the device and the reported incident was confirmed. However, the investigation detected a secondary condition of excessive manipulation that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: while loading the suture, surgeon felt and hear a crunch sound. And the stitch would not load correctly. During the case, used two reloads and two handles.